Event description:
The customer reported that there was no alarm tone when the sensor was unplugged from the alarm and there was no alarm tone when the magnet was disengaged from the alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4) evaluation of the returned product shows that when the alarm powered on, there was no alarm tone when the magnet was removed or when the sensor pad was unplugged. Investigation for the root cause of the failure to alarm is still in-progress. (B) (4).